Event description:
They placed this wire under fluoro through the scope. While looking at fluoro, the doctor questioned if the wire had gone up the ureter and coiled back on itself. He pulled out the scope and then replaced the scope over the wire. When he looked through the scope this time he saw that the wire was shredded. After looking at the wire with the staff and reviewing what happened. They told the re they don't know if when the wire coiled back on itself if the scope went over both pieces and caused it to shred. Additional information received - from conversations with the room staff I believe a rigid ureteroscope was used. After the damage to the wire the surgeon had to remove some small pieces of the blue coating on the wire from the patient using a three prong grasper. No harm was done to the patient, no apparent damage to anything else. Other surgeons have used this same ureteroscope and same type of wire with no shredding. We informed the rep that maybe when the wire coiled back on itself this may have caused the problem, but this has happened in other cases with no damage to the wire. No harm was done to the patient, no apparent damage to anything else.

Manufacturer narrative:
The product has not be returned for evaluation at this time, additional request for return of the product has been made, also and explanation of the wire coiling on itself, what procedure was being performed along with verification of the color of tubing removed from the patient due to the color stated in the customer statement does not match the color of the used wire guide. Should the device be received information will be forwarded.